Event description:
I am reporting a serious safety concern involving repeated failures of the g-port connectors on the amt g-jet enteral feeding system extension sets (reference: 6-1222-isosaf) used for my grandchild. The g-port connectors have been breaking multiple times per week, while the j-port connectors have not had the same issue. These failures have interfered with safe feeding and medication delivery and have resulted in repeated hospitalizations and emergent medical care, including surgeries. The manufacturer (amt) informed the family that the connector failures may be related to medications being delivered through the device. This is concerning because the device is specifically intended for administration of both nutrition and medications. This raises questions about material compatibility, design validation, and whether proper safety testing and labeling have been completed. We are also concerned that similar failures may have been reported by other families over a period of approximately 8 years, suggesting a possible long-term pattern rather than isolated incidents. We request FDA review of whether these events have been properly reported and evaluated. Despite ongoing reports from caregivers, there has been no known recall or effective corrective action that has resolved the issue. We are requesting FDA review of this issue for possible: device design or material failure, quality system or testing concerns, adverse event reporting compliance, long-term safety trend.